Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the screw in the pituitary is backing out at the end of the instrument. There were no fragments left in the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and optical examination confirms assembly pin is loose and bent. Witness mark identified near the pin removal suggest possible impact during use which may have contributed to pin disassembly. The above observations are consistent with instrument damage during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.